Event description:
Surgery to remove sponge that had been left in pt during a prior surgery at another medical facility in 1999. The laparatomy sponge that was found on the follow up surgery had a blue radio-opaque band attached.